Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked on display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were impossible to press. The customer's blood glucose was 9.0 mmol/l at the time of incident. The insulin pump will be returned for analysis.